Event description:
It was reported that a home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during dwell 4 of 4 while connected. The care giver (cg) stated that there was a leak at an unknown site. It was also reported that the fingernail was used in opening the over pouch or the carton. The technical service representative (tsr) assisted the cg with cycling the power to clear the alarm. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.